Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, that a customer encountered an issue with resistance on the universal surgical manipulator 1 (usm), affecting its movement, but no error was displayed on the da vinci system. The customer attempted to resolve the issue by reseating the instrument arm drapes and cannula. The problem persisted intermittently, causing non-intuitive motion on the usm1, while the other usm arms functioned correctly. No patient injury was reported due to the non-intuitive motion, and no errors were found in the system logs. Tse suggested restarting the da system, but the customer decided to proceed with a three-arm system configuration, abandoning the usm1. Later, it was suggested to the customer to replace the instrument, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that by replacing the instrument resolved the issue. The system was verified and ready to use.